Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. It was stated that the customer received several low battery alarms. Further stated that the customer declined to troubleshoot the device at the time of call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.